Manufacturer narrative:
Concomitant medical devices: 694765 lead implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.